Event description:
It was reported that during the procedure in the mildly tortuous and calcified right coronary artery (rca), two non-abbott stents were implanted. Intravascular ultrasound (ivus) was performed and suggested that post dilatation was necessary. Post dilatation was performed from the distal rca to the proximal rca using a 3.0x08 nc tenku rx balloon. The balloon was inflated 3 times at 22 atmospheres (atms). Ivus showed that the stent was not fully expanded. The balloon was inflated 2 more times at 24 atms. The balloon ruptured during the 5th inflation. Post dilatation was completed using a non-abbott balloon and the procedure was concluded. There was no reported adverse patient effect or clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough extra floppy; guide cath: mach1 jr4.0; stent: liberte 3.0/24, 3.0/12. (B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Device info and PMA/510k of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. It should be noted that the japan nc tenku coronary dilatation catheter instructions for use states: balloon pressure should not exceed the rated burst pressure. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.